Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed a bruise and open sore on her back under the rear electrodes. The patient's nurse dressed the wounds and rearranged the lifevest electrodes so that they were not touching the patient's wounds. The patient continued to use the lifevest. The patient's medical outcome is unknown.